Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in one month. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. The issue was resolved through an ipg replacement. Effective therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.